Event description:
It was reported that during an implant procedure, the left ventricular lead could not be placed after multiple attempts and the lead was dropped. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).